Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation, the battery charger will not recognize or charge a battery. The cause for the resets was isolated to contamination on the battery board and a corrupted u13 cmos flash microcontroller on the bedside board. The root cause for the contamination was ingress of an unk liquid. The root cause for the corrupted u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem was resetting.